Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer received a questionable iron result for one patient sample. The initial result was 977 ug/dl and was reported outside the laboratory. On (B)(6) 2014, the customer was reviewing the patient's previous test results and questioned the validity of the very high iron result. The original sample tube was retested and the result was 94 ug/dl. The repeat result was deemed to be correct and a corrected report was issued. The patient was not adversely affected. The iron reagent lot number was 69233601 with an expiration date of (B)(6) 2014. The field service representative found the r2 reagent probe was out of alignment. He adjusted the r2 reagent probe, checked and adjusted the sample and reagent probe, checked all related parts, rinse water internal and external. To verify the analyzer operation, he ran precision checks. The customer ran calibration and qc with all the results within acceptable limit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.